Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in switzerland reported 5 false flu b results using cobas sars-cov-2 & influenza a/b for use on the cobas 6800-8800 system lot g20474, exp. July 2021 on sn (B)(4). The tests were not repeated. The customer thinks that they are false positive because the CT are very late and because no flu case has been reported this year in switzerland. The results were not reported to the physicians. There was no allegation of harm.

Manufacturer narrative:
An investigation was performed on the reported sample. The results were determined to be near the limit of detection (lod) for this assay. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Investigation on the reagent kit lot did not identify any product issue (B)(4).